Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that a buttons was not responding on the customer's insulin pump. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 367 mg/dl. Nothing further was reported.